Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure. According to the complainant, difficulty was encountered when attempting to deploy the stent. It was difficult to pull the inner catheter back even after the lock was fully opened. The stent was eventually deployed without further incident. No damage was noted to the stent or stent system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).